Event description:
It was reported that the patient received a vibratory notifier and presented to the hospital. The alert presented for low atrial lead impedance. The atrial lead also exhibited oversensing of noise which resulted in auto mode switch episodes. The patient was asymptomatic and would be monitored.

Event description:
New information indicated that the lead continued to exhibit noise and low impedance during follow-up. The lead was deactivated.